Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a sling was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation in order to treat stress urinary incontinence and a fallen bladder. The patient underwent the concurrent procedures of a laparoscopic assisted vaginal hysterectomy with bilateral salpingo-oophorectomy during mesh implantation. It was reported that following insertion the patient experienced a complete obstruction of her urethra, was constantly retaining urine, and keeping massive infections. The patient had to have six horrific surgeries in order to try to fix the patient¿s urinary tract. Now the patient has to catheterize herself through the patient¿s stomach (through the patient¿s belly button) for the rest of the patient¿s life. The patient is in constant abdominal and vaginal pain. In order to be able to catheterize herself abdominally, the patient had to have parts of her bowels removed, her bladder reconstructed, and her appendix removed all of which caused an abundance of scar tissue. It was reported that the patient underwent six mesh revisions from (B)(6) 2010 - (B)(6) 2011 due to the fact that the mesh had moved into the patient¿s urethra, the patient¿s urinary tract was obstructed, the patient could no longer empty her bladder, and the patient was in massive pain with constant incurable infections. The patient ended up with pyelonephritis in both kidneys. No additional information was provided. (B)(6). (B)(4) - urethra; pyelonephritis.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent opening of perineal skin with removal of suture knot on (B)(6) 2010.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with lavh. It was reported that the patient underwent urethrolysis and removal of sling on (B)(6) 2010. It was reported that the patient underwent urethrolysis, omentoplasty, jj stent placement, and closure of cystotomy on (B)(6) 2011. It was reported that the patient underwent placement of an autologous sling on (B)(6) 2011 due to sui. It was reported that patient underwent a appendicovesicostomy and ileocecal augment with transvaginal bladder neck closure and lysis of adhesions on (B)(6) 2011. (B)(4).